Event description:
It was reported that the patient with the pacemaker device exhibited loss of capture and oversensing on this right ventricular (rv) channel. The patient experienced asystole greater than 2 seconds. Technical services (ts) reviewed the data and stated that it seems to be a lead issue due to oversensing of non-physiologic noise. There was a red alert noted coupe of months back due to low out of range pacing impedance measurements, measuring less than 200 ohms. Reprogramming was performed and this rv lead remains in service. No adverse patient effects were reported.